Event description:
A patient is female and she was treated with optima on (B)(6) 2007. After that, one optima screw was broken and the patient underwent revision surgery on (B)(6) 2012. Size of broken screw was 6.0x45mm. Agent didn't attend surgery, therefore additional information (level of vertebra and other specific information for patient) is not yet available.

Manufacturer narrative:
To say that this event occured by product's defect still needs to be determined - more information on the patient, the conditions of the implantation and the occurrences leading to the event are required. Investigation for additional information was initiated - devices are required to be sent back to u&I for analysis, the distributor in the field was asked to retrieve the information on the patient, the conditions of implantation and the occurrences leading to the event allowing a follow-up report to be issued.